Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Review of the event history log (ehl) showed a power down error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the battery compartment. The battery stabilizer melted into the battery compartment. As a result, the battery compartment was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a blank screen. During physical inspection, it was found that the battery stabilizer melted into the battery compartment. There was patient involvement, no patient injury was reported.